Manufacturer narrative:
CONTINUATION OF D10: SECTION D INFORMATION REFERENCES THE MAIN COMPONENT OF THE SYSTEM. OTHER RELEVANT DEVICE(S) ARE: PRODUCT ID: D -EVOLUTFX-2329, SERIAL/LOT #: (B)(6), UBD: 23-FEB-2028, UDI#: (B)(4). H6. THE CODES PRESENT IN SECTION H6. CORRESPOND TO MULTIPLE COMPONENTS/PRODUCTS THAT COMPRISE THIS REPORTED EVENT. A. SELECT PATIENT INFORMATION CANNOT BE INCLUDED IN THE REGULATORY REPORT DUE TO REGIONAL PRIVACY REGULATIONS. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
IT WAS REPORTED THAT DURING THE ATTEMPTED IMPLANT OF A TRANSCATHETER AORTIC VALVE, UPON FINAL RELEASE AT A TARGET IMPLANT DEPTH OF 5 MILLIMETERS (MM) ON THE NON-CORONARY CUSP (NCC) AND 7 MM ON THE LEFT CORONARY CUSP (LCC), THE VALVE "MIGRATED TOWARD THE AORTA AS IF PUSHED OUT FROM THE LEFT VENTRICLE". UPON REMOVAL OF THE DELIVERY CATHETER SYSTEM (DCS), THE NOSE CONE INTERFERED WITH THE VALVE, RESULTING IN FULL DISLODGEMENT. SUBSEQUENTLY, BOTH PADDLES WERE GRASPED WITH A SNARE, AND A SECOND VALVE WAS IMPLANTED. PRIOR TO RETURNING THE PATIENT TO THE ROOM, THE PATIENT WENT INTO CARDIAC ARREST. PERCUTANEOUS CARDIOPULMONARY SUPPORT (PCPS) AND CARDIAC MASSAGE WERE INITIATED. IT WAS OBSERVED THAT RIB FRACTURES HAD OCCURRED DUE TO CHEST COMPRESSIONS, RESULTING IN A HEMATOMA. CHEST DRAINAGE WAS SUBSEQUENTLY PERFORMED. AFTER INSPECTION, LEFT VENTRICULAR PERFORATION WAS CONFIRMED. HEMOSTASIS WAS ATTEMPTED BUT WAS UNSUCCESSFUL. SUBSEQUENTLY, CARDIAC BYPASS WAS INITIATED, THE AORTA WAS CLAMPED, AND LEFT VENTRICULAR REPAIR WAS PERFORMED. FOLLOWING THE SURGERY, PCPS WAS REINTRODUCED.

Event description:
Additional information was received that the first valve was secured firmly by the second valve. It was further reported that there was no relationship between the valve dislodgement or the valve implantation and the cardiac arrest and other subsequent events. Per the physician, the cause of the cardiac arrest was due to the left ventricular perforation; however, the cause of the left ventricular perforation was unknown. It was noted that the left ventricular perforation was likely to have occurred during valve crossing with the straight guidewire. It was further reported that left ventricular perforation may have been further extended during manipulation with the DCS or other devices. After surgery was performed with PCPS reintroduced, the bleeding continued but the extent of the bleeding was unknown.

Manufacturer narrative:
Updated data: B5, D6A. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.